Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal stent graft system. Reportedly, a non-endologix balloon expandable stent was deployed inside of the ovation ix main body on an unknown date and for an unknown reason. Approximately one and a half (1.5) years post-initial procedure, aneurysm enlargement with a possible type ia causing endotension was identified. Reintervention is planned. Patient status was not reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed but the aneurysm enlargement is unconfirmed. The aneurysm sac enlargement could not be confirmed due to lack of comparative imaging. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. Additionally, the clinical evaluation also shows that there was severe narrowing and calcifications at the level of the second support ring (ir+16) with a tapered neck. This could have contributed to the reported events, but that could not be conclusively determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer - updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.